Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
The distributor reported on behalf of the product user that during their insulin infusion, using the listed set, the patient's blood glucose levels elevated. The reporter explained that when the site was removed, blood was found at the site. A correction bolus was administered to alleviate high blood glucose levels. No permanent injury was reported.